Manufacturer narrative:
The complainant listed two facilities associated with this complaint, saline memorial hospital, (B)(6). It is unknown which facility the device was implanted at. The complainant also listed the following physicians associated with this complaint: (B)(6).

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on an unknown date. The implantation dates provided are (B)(6) 2009, (B)(6) 2010. However, it was not specified on which date the device was implanted. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, additional medical treatment and procedures. All other information is unknown and unavailable.